Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) noise, oversensing, and pacing inhibition were observed when the pocket was being closed. The device was explanted and the connections and lead impedance measurements were checked and were within normal limits. The patient's right ventricular (rv) lead was removed, as it was thought the lead may have been damaged; however, pacing inhibition was again noted with the device. A new device was then implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and header noted slight bodily fluid contamination in the rv lead barrel. A hole was noted in the rv seal plug. All setscrews functioned normally. The pacing and sensing functions of the device were verified to be operating normally; however, the defibrillation portions of the testing did not consistently pass. The device exhibited a message stating an open condition had been detected. Review of evidence submitted by the field indicated that the noise on the right ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.